Manufacturer narrative:
Additional information was received that the percentage of the reocclusion was 100%. The percentage of stenosis at the initial procedure was also 100%. The length and diameter of the initial lesion was unknown. It is unknown if the patient initially presented with any symptoms prior to the initial procedure. It is also unknown if the patient was treated with any anti-platelet therapy following the initial procedure or was complaint is prescribed any. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6) smart pms for sfa study, approximately five months after deployment of a 7x150cm smart control stent, it re-occluded and it was treated with a stent. During the initial procedure, pta with stenting was performed on a lesion in the right superficial femoral artery. The lesion was de novo and there were mild calcification and total occlusion. A smart control stent was placed to the lesion without any problem. Five months later, the patient developed a pain in his leg and went to the hospital..the lesion was found reoccluded and the patient underwent in-stent stenting. He was discharged from the hospital without any issue. The product will not be returned for analysis.

Manufacturer narrative:
As reported by the (B)(6) study, approximately five months after deployment of a 7x150cm smart control stent, it reoccluded and it was treated with a stent. During the initial procedure, pta with stenting was performed on a lesion in the right superficial femoral artery. The lesion was de novo and there were mild calcification and total occlusion. A smart control stent was placed to the lesion without any problem. Five months later, the patient developed a pain in his leg and went to the hospital. The lesion was found reoccluded and the patient underwent in-stent stenting. He was discharged from the hospital without any issue. Additional information was received that the percentage of the reocclusion was 100%. The percentage of stenosis at the initial procedure was also 100%. The length and diameter of the initial lesion was unknown. It is unknown if the patient initially presented with any symptoms prior to the initial procedure. It is also unknown if the patient was treated with any anti-platelet therapy following the initial procedure or was complaint is prescribed any. The patient is a (B)(6) male with medical history including diabetes, hypertension, and a history of smoking. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.